Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported oversensing of noise was observed on the patient's right atrial lead. Programming changes were discussed. The patient was asymptomatic.